Manufacturer narrative:
No product was returned for evaluation. The ilet logs were reviewed by beta bionics failure investigation department. No evidence of device malfunction was found in the engineering logs. Device data confirmed hypoglycemia on the reported event date. The ilet was behaving as intended and can be seen reacting appropriately to cgm glucose values. The ilet was appropriately triggering device and cgm glucose alerts. The hypoglycemia came after two less than usual dinner meals were announced and then approximately 4 hours of hyperglycemia. Device data showed excessive use of the less than usual meal size as well as a pattern of potential misuse of the meal announcement feature. No product performance issues were identified. If the product is received at a later date, the complaint will be reopened and investigated accordingly. No anomalies were observed. The device history record (DHR) review was completed, and this device passed all manufacturing release criteria for distribution. There were no issues identified that would have impacted this event. Based on case notes and device data, the ilet operated as intended. This hypoglycemic event was likely caused by the user underestimating the carbohydrate content of their meal, or eating additional carbohydrates and not announcing for them, resulting in the prolonged hyperglycemia with increased correction insulin dosing and therefore an increased risk of hypoglycemia. The user's pattern of behavior with the meal announcement feature likely led to maladaptation of the device, increasing the risk of hypoglycemia. Having the device volume set to "off" likely contributed to the severity of the event.

Event description:
On 10/4/24 an ilet user reported they experienced a low blood glucose (bg) event requiring assistance to treat. The user did not recall the exact event date but reported it occurred "about 3 weeks ago." The user experienced a severe hypoglycemic event with a blood glucose (bg) level of 24 mg/dl, requiring ems assistance. Ems administered glucagon at the user's residence, and the user did not need to visit the ER. The user reported there were no immediate health effects.